Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring tip broke in half when using it. The broken piece was retrieved and there was no harm to the patient. A new device was opened and the case was finished without further incident.

Manufacturer narrative:
Corrected sections: adverse event and product problem: changed to adverse event & product problem. Type of report: changed to serious injury. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring tip broke in half when using it. The broken piece was retrieved and there was no harm to the patient. A new device was opened and the case was finished without further incident.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula shaft and on the c-ring assembly. It was observed that the c-ring was transected longitudinally between the flanking curved sections. The broken c-ring remained attached to the cannula due to the presence of a retention rib and the scope wash tubing. Microscopic inspection showed melted c-ring cut edges. There is no evidence that a component detachment has occurred. The blue toggle on the cannula handle and the co2 tubing were intact. Based on the returned condition of the device and the evaluation results, the reported failure mode "break, c-ring " was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring tip broke in half when using it. The broken piece was retrieved and there was no harm to the patient. A new device was opened and the case was finished without further incident.